Manufacturer narrative:
The manufacturer received information alleging ventilator inoperative condition had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted the third-party service technician was not able to determine the cause of the issue for this device. There were no part(s) replaced or repairs made to the device for this reportable issue. The root cause is not confirmed at this time. The root cause isn't confirmed at this time. Additionally, during the service of the device, the air inlet foam filter, muffler assembly, and particulate filter were replaced for preventative maintenance unrelated to the reportable issue. The blower bellows seal, tubing (system pca, fio2 blower chassis, and low flow o2), cooling fan assembly, and vanity cover were replaced for contamination unrelated to the reportable issue. The device passed all final testing.

Event description:
The manufacturer received information alleging ventilator inoperative condition had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.